Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4).. Sw unknown retainer ring = black customer returned pump for an alleged fluid under the lcd display found on event date (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage pcba 1 / pcba 2 and harness assembly.